Event description:
It was reported that during therapy, the temperature was not cold enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that a hose was kinked. Upon correction of the kink, proper flow was achieved.

Event description:
It was reported that during therapy, the temperature was not cold enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.